Manufacturer narrative:
Patient code: 2240,2330,1994,2061,2601,3189- surgical intervention, 3191- tenderness. It was reported that the patient underwent mesh removal on (B)(6) 2017 due to hernia recurrence, pain, discomfort, tenderness, scarring and bloating. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.